Event description:
Oversensing and inappropriate shock delivery were reported. Two shocks at 40j were delivered on (B)(6) 2026. On (B)(6) 2026, a lead alert was detected, followed by frequent noise that eventually led to therapy delivery. Although the impedance appeared to be gradually increasing, the progression from within the normal range to the noise was rapid. The noise was observed only on the ventricular iegm, while the far-field waveform remained normal. The lead was capped, and a new lead was implanted. The device was replaced.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.